Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the da vinci clinical coordinator called the technical support engineer (tse) to report that an endowrist stapler 30 curved-tip instrument had a partial fire with a green reload, resulting in the staples being deployed unexpectedly. It was further described that there were malformed or unformed staples, with some staples missing from the staple line. There were no holes or gaps observed within the staple line. The reload did not stick to tissue and no bleeding was observed. The event did not involve tissue being pushed forward/dragged during the firing sequence. The stapler jaws operated as intended and there was no tissue tension or bunching. There was no unplanned tissue removal due to the partial fire and the procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) technical support found no issues with the da vinci system and determined the reported event was associated with the endowrist stapler 30 green reload. Additionally, the isi field service engineer confirmed via discussion with the customer that the issue was with the green reload and confirmed there were no issues or errors with the system. The stapler or green reload have not been received for evaluation. A review of the instrument log for the endowrist stapler 30 associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2023 on da vinci system (B)(6). The instrument had 40 uses remaining after last use.